Event description:
The customer tested her blood glucose and received a reading of 555mg/dl using her contour ts meter. Her glucose was retested using another meter and the reading was 227 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests while troubleshooting and the results fell within the normal control range. No product will be returned for evaluation.